Manufacturer narrative:
The insulin pump had unresponsive all buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Event description:
The customer reported via phone call that insulin pump had no delivery alarm. The blood glucose at the time of the incident was 376 mg/dl. The device will be returned for analysis.